Event description:
The following has been reported: "we have an agilia vp, serial number (B)(6), that was involved in a patient incident that resulted in a reportable event being submitted. The user reported that when the unit was placed into standby they could hear the pump roller making a strange noise and fluid was still able to drip through to the patient. Initially they were unaware of this happening until the cardiac patient became hypertensive as if had had a norad bolus which was running via a 3-way tap. We have the original administration set still in the pump and I have checked the logs which show the pump going into standby and no volume recorded. We would like this pump to be fully investigated by your team so as to prevent another event like this happening. Reporting due to the referenced issues. More information is needed to complete the investigation.